Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Medwatch form mw5077030 was received. Further information was requested but not received.

Event description:
It was reported that during device interrogation, no capture was noted on the right atrial lead.

Manufacturer narrative:
Corrected information: initial reporter also sent the report to FDA should have been yes rather than no information.